Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain and possible tibial loosening.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the device were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search for this combination of product and lot number and found no additional complaints. Review of the compatibility matrix identified that all the components are compatible. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. X-rays were provided of the patient pre-operatively and demonstrate an uneven tibial plate with minor loosening on the posterior edge of the device proximal to the pegs and bottom of the tray. The device had been implanted in the patient for approximately two and a half years. In the packaging insert for the tibial component it describes loosening of the prosthetic knee components as a potential adverse event. Based upon the information that is provided, a root cause cannot be determined at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: articular surface fixed bearing cruciate retaining (cr) left 10 mm height catalog#: 42512000510 lot#: 62280948 femur trabecular metal cruciate retaining (cr) narrow porous catalog#: 42502206001 lot#: 62467476. Nexgen trabecular metal, standard primary patella catalog#: 00587806532 lot#: 62424375. Reported event was confirmed through review of medical records. Revision operative reported indicated the procedure was due to mechanical loosening and noted that the tibial component was removed with minimal effort with minimal bone growth occurring on the pegs with 50% fibrous ingrowth on the backside of the base plate. Device history record was reviewed and no discrepancies were found. The root cause is associated with a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left total knee revision surgery approximately 3 years post primary surgery, due to pain and loosening. During the revision, the tibial plate and articular surface were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.